Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician informed the company field representative that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) died. It was reported that the patient had a very complicated ventricular tachycardia (vt) storm. The device delivered all appropriate therapy, but was unable to rescue the patient. The patient received the crt-d upgrade from a subcutaneous implantable cardioverter defibrillator (s-ICD) due to congestive heart failure. The procedure took place on (B)(6) 2017. The patient's exact date of death is not known, but an online death notice indicated the patient died in (B)(6). The device was buried with the patient and will not be returned.